Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in the solution in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photographs was performed which observed a white particle matter inside the fluid pathway of the container, possibly of fill port material. Further testing could not be performed to analyze the particle. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.